Event description:
It was reported a revision was needed for a creo mis modular polyaxial tulip that had broken post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it was discarded by the hospital. The imaging provided shows considerable correction attempted on the s1 vertebral body. Head pull-off may occur due to excessive forces, or incorrect attachment of the screw head using a head inserter; however, no determinations could be made as to the cause of the reported issue. The following sections have been updated. B4, e1, h2, h6, h10.